Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 70% stenosed, 25mm long by 2.5-4.0mm wide, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter and the residual stenosis was reduced to 30%. A 4.0x12mm taxus liberte stent delivery system (sds) was advanced but a stent strut got lifted. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed stent damage and shaft kinks. The distal part of the stent was damaged which is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 70% stenosed, 25mm long by 2.5-4.0mm wide, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter and the residual stenosis was reduced to 30%. A 4.0x12mm taxus liberte stent delivery system (sds) was advanced but a stent strut got lifted. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as stable.